Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, the sleep current measurement test, the active current measurement test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. The power management tool confirmed the low battery alarms and then a power system error was triggered when the backup battery's loaded voltage was less than 3.5v for four consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored by analysis and functioned properly. The insulin pump was received with minor scratches on the lcd window and a cracked reservoir retainer.

Event description:
Customer reported low battery errors on their insulin pump. Blood glucose level at the time of call was 273 mg/dl. Customer indicated that a fresh battery lasts around ten minutes before alarming low battery. The device will be replaced and returned for analysis.